Event description:
It was reported the lower rate was set @ 40 ppm (pulses per minute) and the device paced @ 60 ppm. The device was returned for repair and calibration. It is noted the patient was stabilized with no harm done. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; device passed all functional tests. Analysis found the lower case and one bail cover are broken. Upper case is dented in one corner and the ring is bent. It is noted the battery received with device measured 8.26 volts no load. (B)(4).